Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's programmer is exhibiting a long delay to respond when the buttons are pressed. The patient stated the batteries were changed but it did not resolve the issue. A replacement programmer was sent to the patient to address the issue. Follow-up identified the new programmer resolved the issue.